Event description:
As reported via legal documentation a patient underwent a right total hip arthroplasty on an unknown date approximately nine (9) years ago. Subsequently, the patient experienced pain and as a result underwent a revision procedure due to accelerated wear of the polyethylene component which led to patient accelerated osteolysis. Additionally, the legal documentation alleges the patient continues to experience pain, mobility issues and bone weakness. No medical or clinical records were provided. No additional information is available.